Event description:
It was reported that the right ventricular lead exhibited loss of capture and a sensing anomaly. The patient had a slow escape rhythm and complaints of presyncope. A chest x-ray revealed that the lead had dislodged. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.